Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The vessel sealer extend instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a dislodged knife return spring. Visual inspection found the spring dislodged from its original position at the proximal end. As a result of the dislodged spring, the blade did not retract back and appear exposed inside the jaws. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. There were no logs to verify the homing failure. There was a moderate amount of debris found on the jaws. The dislodged knife return spring at the proximal likely caused the grips to not close, leading to the instrument failing self-test/homing (initialization) and an exposed blade.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument would not seal when activated on tissue. The procedure was completed with no reported injury. Intuitive obtained the following information: the vessel sealer extend instrument did not work during the procedure as it would not seal. No errors occurred. Tones heard during sealing sequence however no seal completed tone was heard. No tissue was cut that was not fully sealed. No bleeding.